Manufacturer narrative:
As reported by the doctor, the needle of a 120cm outback elite re-entry catheter was difficult to export and retrieve and the part of the device that is responsible for transforming the radiopaque brand "l / t¿ did not respond correctly. In addition, there was difficulty retracting the cannula back into the catheter. The procedure completed using another unknown device. There was no reported patient injury. There were no damages noted to the packaging of the device prior to use. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. There was a one-to-one response to the nosecone while rotating the rotating hemostatic valve during prep. A 0.014¿ non-cordis guidewire was used. There was no difficulty advancing the outback over the guidewire. The target lesion was in the femoral artery. There was mild vessel tortuosity. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The doctor manipulated the device several times and felt a lot of resistance to manipulate the cannula. The user held onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing. There was difficulty/resistance actuating the product. The ¿l¿ marker leg was on the catheter ¿lt¿ directional marker band, towards the target re-entry site verified using an initial fluoroscopic view. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. An abnormal force was required. Additional procedural details were requested but are unknown. The device was not available to be returned for analysis. A product history record (phr) review of lot 17819960 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle deployment difficulty,¿ ¿cannula/needle retraction difficulty¿ and ¿hemostasis valve rotation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what may have contributed to the deployment and retraction issues of the cannula/needle, or what may have contributed to the issues rotating the hemostasis valve. However, it is possible that procedural/handling factors may have contributed to this issue since the customer reported that the needle was deploying and retracting appropriately during prep and that the rotation was one-to-one during prep. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ also stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ neither the phr review nor the information available for review suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported by the doctor, the needle of a 120cm outback elite re-entry catheter was difficult to export and retrieve and the part of the device that is responsible for transforming the radiopaque brand "l / t¿ did not respond correctly. In addition, there was difficulty retracting the cannula back into the catheter. The procedure completed using another unknown device. There was no reported patient injury. There were no damages noted to the packaging of the device prior to use. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All specified ports were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. The cannula actuation action was verified outside of the patient. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position there was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A 0.014¿ non-cordis guidewire was used. There was no difficulty advancing the outback over the guidewire. The target lesion was the femoral artery. There was mild vessel tortuosity. Proper orientation was confirmed under fluoroscopy prior to actuation of the cannula. There was no difficulty advancing the outback to the lesion. The doctor manipulated the device several times and felt a lot of resistance to manipulate the cannula. The user hold onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing. There was difficulty/resistance actuating the product. The ¿l¿ marker leg was on the catheter ¿lt¿ directional marker band, towards the target re-entry site verified using an initial fluoroscopic view. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. An abnormal force was required. The device will not be returned for evaluation. Additional procedural details were requested but are unknown.